Event description:
It was reported that the device would not power on. There were no reports of pt use associated with the reported failure.

Manufacturer narrative:
(B) (4). Physio-control evaluated the device and verified that the device would not complete the boot up sequence. It was also observed that there was a small amount of clear liquid and condensation on many of the internal pcb assemblies. Physio-control recommended device replacement; however, the customer decided to retire the device. The root cause of the reported failure was not determined.